Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced stopper pull out of tube within a holder. The following information was provided by the initial reporter. The customer stated: tube with cap loose, and the stopper inside of tube.

Manufacturer narrative:
Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper stopper assembly was observed. The photos show one (1) tube with a rubber stopper placed perpendicularly in the hemogard shield, which became lodged in the tube. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of improper stopper assembly. Bd determined that the root cause of the indicated failure mode was attributed to a bent or damaged pin at the metro with an incomplete line clearance after the jam. Awareness of this complaint will be created within the business team. Our business team regularly reviews the collected data for identification of emerging trends.